Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 47 cm distal to the is 1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. It is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found damaged due to wear between 18 cm and 23 cm distal to the is 1 connector pin. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a bent is-1 connector pin, most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This previously abandoned lead was attempted to be extracted due to a fracture, however was unsuccessful. Part was removed and part remains in the patient. No adverse patient events reported. Should additional information become available, it will be added to this file.